Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include abdominal pain. Anxiety and depression. In addition the patient reports having bleeding at the pod infusion site. Once at the hospital the patient was treated with medication for acid. The patient reports their blood glucose level had come down to 50 mg/dl due to not eating. The patient was discharged from the hospital after 7 hours. Once the patient returned home they applied a new pod

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.